Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had a recurrent ventral hernia repair mesh was implanted on an undisclosed date. It was reported that the patient underwent a recurrent ventral hernia repair surgery on (B)(6) 2017 and it was noted that there were several adhesions to the superior portion of the mesh, and the mesh, in its entirety had to be removed. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/3/2019.

Manufacturer narrative:
Date sent to FDA: 7/9/2020.

Manufacturer narrative:
It was reported that following procedure the patient experienced pain and fatigue.